Event description:
Boston scientific received information that the patient implanted with this device system was seen at a chest pain center. Upon isometric exercises, right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms, along with episodes of noise. As a result of the oversensing, the device delivered two inappropriate shocks. An xray revealed a fractured rv lead. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.